Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device at the user facility, the scope communication error (maybe b30 or e216) occurred and endoscopic image was not displayed. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.